Manufacturer narrative:
Although requested, the device was not returned for evaluation. If additional information becomes available, a follow-up report will be submitted. Based on the information received to-date, neither the suspected tass nor endophthalmitis diagnosis can be confirmed.

Event description:
Additional information was received indicating the pathology results of the prior fibrin removal performed by the implanting surgeon was read as fibrinous membrane with no bacterial aggregates. The patient was referred to a retina surgeon again where the iol, including the capsular bag was removed, as the membrane encased the iol. An anterior vitrectomy was performed, cultures were repeated, and the patient received another round of intravitreal antibiotics. There was no growth from the cultures. Post-explant, visual acuity was light perception (lp) and intraocular pressure was very low. The patient had an additional surgery with a prosthetic cornea so that the retina could be visualized and repair what they assessed as a retinal detachment with macula off. Once intra-op, the surgeon performing this procedure felt the retina was necrotic and there was no saving the eye and procedure was aborted. Their assessment was that this was an aggressive strep infection not a tass. The most recent visual acuity is no light perception (nlp) and the eye is phthisic. In the implanting surgeon and the retina surgeon¿s (who saw the patient day 2 post-op) opinion, the most likely cause of the event is tass, stating that the initial findings of anterior membrane inflammation with cells and fibrin, corneal edema, and a mildly inflamed eye with elevated pressures are consistent with tass. Additional information was requested.

Event description:
It was reported that 1-day after implantation of an intraocular lens (iol) into the left eye (os), the patient presented with significant inflammation in the anterior chamber. Slit lamp findings were severe kp, 3+ cells/flare, corneal edema and haze, and a membranous fibrin reaction around the trabecular meshwork leading to an iop spike. The next day, the patient had iop of 35mmhg & visual acuity was light perception (lp). An anterior chamber (ac) rinse was performed the same day, and iop decreased to 5mmhg. The patient was referred to retina for a tap & inject. Results of the culture were negative. B-scan was negative for vitritis. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). Four days post-op the wound was closed. The following day, a procedure was performed to strip membrane off of the iris and anterior chamber angle and the fibrin was sent to pathology. The surgeon stated that during this procedure, visualization was not good enough to remove the iol. In the surgeon¿s opinion, the most likely cause of the event is tass. Patient outcome is unknown. 4+ cornea edema started to clear up & iop is under control. The eye remains inflamed with visual acuity of lp and there is still a membranous clot behind lens. Per the surgeon, the patient will require further procedures. The patient remains on 2 medications for iop and is being closely monitored. Additional information regarding patient outcome is anticipated. Medications prescribed for use at home post-operatively: pred q1h, brimonidine tid, timolol bid, ketorolac qid, moxifloxacin qid, tobramycin qid, and acetazolamide 500mg bid, durezol.

Manufacturer narrative:
The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information, the root cause of this event could not be determined. Bausch + lomb will continue to monitor for similar occurrences.

Manufacturer narrative:
Additional information: b4, b5, b7, d6b, g3, h11.

Event description:
Additional clinical information was received indicating that approximately six weeks after intraocular lens (iol) explantation, the patient expressed dissatisfaction with the cosmetic appearance of the eye. Medical records noted increased lower-lid laxity and forniceal space associated with the globe appearing smaller and sunken. Approximately three months later, the patient underwent an evisceration procedure due to a blind and painful globe. Three months following the evisceration, the patient was fitted with an ocular prosthesis.